Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. When the ventilator was powered on, there was a disc/sense alarm condition. Bench testing and a visual inspection revealed that the turbine was seized due to an unknown brown contaminant within the turbine assembly.

Event description:
It was reported that the ventilator had no volume output. The turbine was frozen and not spinning on the test bench. The customer noticed the reported problem on the bench as they were preparing the ventilator for a patient.